Event description:
As reported, during transabdominal preperitoneal (tapp) procedure, the surgeon found that "shield edge of the upper left part of 3dmax light mesh was torn from the beginning". It was reported that 12mm trocar was used, and no damage was found during the insertion of mesh into trocar. It was reported that mesh was not used, and another product was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, sealed edge of the upper left part of 3dmax light mesh was torn. This was not reported as an out of box condition. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. (B)(4) addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Sample evaluation finds that the edge of the mesh was torn. Visual evaluation of the sample finds there is a tear in the edge seal from handling and the mesh is contaminated with blood. Based on the event as reported and sample condition, the likely root cause is user/device interface while attempting to deploy.(B)(4) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Manufacturer narrative:
As reported, sealed edge of the upper left part of 3dmax light mesh was torn. This was not reported as an out of box condition. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. The precautions section of the instructions-for-use states "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force.¿ review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in jun, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during transabdominal preperitoneal (tapp) procedure, the surgeon found that "shield edge of the upper left part of 3dmax light mesh was torn from the beginning". It was reported that 12mm trocar was used, and no damage was found during the insertion of mesh into trocar. It was reported that mesh was not used, and another product was used to complete the procedure. There was no reported patient injury.